Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2011-00879. The pt received his scs system on (B)(6) 2005 including two percutaneous leads from different lots. It was reported that the pt is not receiving adequate stimulation in his back. The pt is waiting for workman's compensation approval. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.